Manufacturer narrative:
(B)(4). The customer's request for a log review was met and the report that the user selected the wrong concentration was confirmed. The dilaudid concentration was reported to be 1 mg/ml, but the user selected 100 mcg/ml. The user programmed a dose of 150 mcg which would have delivered 1.5 ml per dose, thus the pt would have received 1.5 mg dilaudid for each pca dose rather than the intended 0.3 mg. Approx 6.5 hours later, the pump was reprogrammed with the correct concentration. The customer has reported that they plan to remove the mcg/ml concentration selection in a future data set release. No malfunction of the device was reported or believed to have occurred. The root cause of the customer's report of wrong concentration is attributed to a user programming error.

Event description:
Customer reported a (B)(6) male pt admitted for a pacemaker was placed on a dilaudid drip. Dilaudid concentration was 1 mg/ml and pca dose was reported to be 0.3 mg. He would wake up agitated and the nurse thought he was not getting good pain control, so a pca basal infusion was started, rate unk. The pt had periods of apnea so the pca was stopped for about 4 - 5 hours after which the pca was restarted and there were no further problems. Customer suspects upon setting up the pca that a concentration of mcg/ml was selected instead of mg/ml. There is a plan to remove the mcg/ml concentration from the data set but not sure if the new data set has been released yet. The pt has been discharged home. Customer states that no add'l pt/event info is available.